Event description:
In 2008, the pt reported that there are segments missing from the display of her infusion device. She stated that the numbers in the middle of the display do not appear. She stated that there are no black spots on the display and the infusion device has not recently been dropped. The power pack had been in use for approximately 1 week. To troubleshoot, the patient was instructed to insert a new power pack. The new power pack did not resolve the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.